Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent an external cardioversion due to atrial fibrillation. The field representative had suspected rv loss of capture post shock. Technical services noted the patient had a low underlying rhythm. Ts discussed possible causes including that the energy from the shock of the cardioversion could have temporarily affected the tissue however, it is unknown whether there was true rv loss of capture or if there was asystole of greater than two seconds. The device remains in service. No adverse patient effects were reported.